Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim when piccline is flushed, air is released when blood is returned. The undersigned consults with colleagues at piccline reception. Flushes and checks the hose for leaks. Leakage in the hose, but it runs from the non-return valve between the connection to the PICC and the non-return valve. Have tightened it several times but still leaks. Assumes that there is something wrong with the check valve.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One maxzero sample was returned without packaging for investigation. No visible residual was present and no connecting product was available to aid the customer reported that "saline was leaking in the connection between the diaphragm and the PICC line hose" and that "there was no blood return but air during withdrawal." The returned sample was subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe and no obstruction of low was observed. It was also subjected to leakage testing by occluding the set at each joint and flushing with air using a 50ml bd plastipak syringe whilst submerged under water; no leakage was observed from the infusion set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID 232215b20 from the maxzero component confirmed a possible lot number to be either 23105611 or 23115276. A review of the production records for listed lot did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
No additional information.

Event description:
Please confirm if there was leakage outside of the infusion path? Yes, saline was leaking in the connection between the diaphragm and the piccline hose. Please confirm if this is reporting blood reflux from the distal end to the proximal end? No blood return occurred. Just air. Please confirm is positive pressure if being applied from the infusion to the patient? Yes, there was a positive pressure from the infusion to the patient, but then with leakage. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Infusion by syringe with saline. Please confirm how the fault was identified? We would flush and take blood return from the piccline to check function. Then it was discovered that it leaked during infusion and that there was no blood return but air during withdrawal. Please confirm what substance was being infused during the time of the event? Sodium chloride (nacl). Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? At first check of piccline during priming.

Manufacturer narrative:
Additional information in adverse event & prod prob (b): investigation result: a mz1000 product was not available for the investigation the customer did not provide the lot number. The feedback provided by the customer states that, "leakage in the hose, but it runs from the non-return valve between the connection to the PICC and the non-return valve". Further correspondence from the customer stated that leakage of saline (sodium chloride) was observed in the connection between the diaphragm and the piccline hose during priming. When the piccline was checked for blood return while flushing with saline, there was no blood return, but air was being observed during withdrawal. Additionally, there was no visible damage to the product and the product was not accessed with a needle. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.